Manufacturer narrative:
(B)(4). The lot was manufactured from november 6, 2013 to november 7, 2013. Evaluation summary: the device was returned for evaluation with approximately 110 ml of fluid in its bladder. Visual inspection found no signs of blockage or physical abnormality that could have caused the reported condition. A functional test was then performed in which the unit's distal luer cap was removed and the device was observed for flow issues; after removing the cap, continuous flow was observed at the distal luer. The reported condition was unable to be verified. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not deliver its contents. The reporter stated that the device was filled with 5 g of fluracedyl (fluorouracil) and 50 ml of glucose and connected to the patient. When the patient later returned to the hospital, the volume within the device did not seem to have changed. There was no patient injury or medical intervention associated with this event. No additional information is available.